Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Patient representative reported "plaintiff consulted with their doctor about a possible seroma and about conducting testing of fluid due to the risk of alcl from client¿s prior textured implants. Consequently, plaintiff underwent testing which showed no evidence of cancer. Plaintiff underwent a removal of breast implants and a partial capsulectomy. Plaintiff did not replace implants. Plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: plaintiff was implanted with biocell textured breast implants and suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue. Additionally, plaintiff suffered or will suffer reoccurring seromas, scar tissue, fluid, tightness, discomfort, inflammation, lethargy, scarring, disfigurement, and was diagnosed with systemic lupus erythematosus (sle) and rheumatoid arthritis. Plaintiff has also suffered debilitating physical pain and mental suffering, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom; suffered emotional distress, anxiety, depression and disability; loss of earnings; and loss of quality of life, and all of these injuries are permanent and continuing. Plaintiff has not been diagnosed with bia-alcl." This record is for the left side. The device has been explanted.